Manufacturer narrative:
During testing, the ground prong of the ac power cord plug was found to be broken. If the ac power cord was attempted to be removed from the outlet by pulling it an angle, it is possible to damage the ac power cord blades. A probable cause for the broken prong on the ac power cord was use in the customer environment. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the ground prong of the ac power cord plug was broken.